Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
A lead revision procedure will be scheduled for a later date. Records indicate this lead remains in service. This report will be updated should additional information become available.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.